Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the log file findings, reported events (suspected outflow graft thrombus, right ventricular dysfunction, pulmonary hypertension, patient condition), and heartmate 3 left ventricular assist system (hm3 lvas), serial number mlp-003069 could not be conclusively established through this evaluation. The suspected outflow graft thrombus could not be confirmed through this evaluation as the center reported that the CT (computed tomography) images could not be submitted. The system controller event log file submitted on 10mar2021 contains data from 07mar2021 at 13:50:13 through 10mar2021 at 11:03:28. Multiple low flow events were captured on each day of the file, resulting in 57 total low flow alarms. Calculated average flow ranged from 1.1-1.9 lpm for these events. No additional atypical events were captured. The system controller event log file submitted on 15mar2021 contains data from 14mar2021 at 09:56:20 through 15mar2021 at 12:50:12. Calculated average flow ranged from 2.5-4.6 lpm for the duration of the file. No atypical events were captured in this file. The pump operated as intended at the set speed throughout both files. No abnormal trends in pump parameters were observed during the evaluation of the system controller periodic log files. The files contain cumulative data 27feb2021 at 20:07:14 through 15mar2021 at 12:05:17. Calculated average flow actually appeared to increase slightly over the duration of the files.. The patient remains ongoing on hm3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hm3 lvas instructions for use (IFU) lists hypertension, right heart failure, and peripheral thromboembolic events as adverse events that may be associated with the use of the hm3 lvas. The IFU lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. This IFU provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12feb2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had numerous low flow events over an unknown amount of time and appeared euvolemic upon examination. Technical services reviewed the log file and observed low flow events on (B)(6) 2021 through (B)(6) 2021. These occurred at times when pulsatility index (pi) values were elevated. The low flow events seemed to be a patient hemodynamically related issue and not a vad related issue. Additionally the patient's only symptoms were respiratory in nature. The patient has a history of right lung adenocarcinoma that is possibly progressing/metastasized. The patient may be in right ventricular failure, but further testing would be required. The patient reported that he drinks 2l per day, if not more. Additionally, the patient was not hypertensive and had mean arterial pressures (maps) in the high 70's to mid 80 range. It was later reported that the patient had a possible outflow graft clot. The possible clot was not causing flow issues through the outflow graft at that time. The low flow alarms had not resolved since the patient was admitted to the hospital on (B)(6) 2021. Right heart failure was confirmed, as well as pulmonary arterial hypertension (pah). The patient had shortness of breath, fatigue, and weakness. The plan of care for the patient was to perform a computed tomography (CT) scan, echo, and oncology workup due to right lung adenocarcinoma with possible metastasis. The patient was also on a heparin drip. The clot in the outflow graft was confirmed via CT. Another log file review was requested due to numerous low flows over an unknown amount of time. Technical services reviewed the event log file reported that there were no low flows where the low flow estimator dropped below 2.5lpm. The lowest recorded flow was 2.5lpm on (B)(6) 2021. And observed 119 pi events occurring between (B)(6) 2021 at 9:56:24am to (B)(6) 2021 at 8:20:06pm. There was one low flow alarm displayed within the periodic log file on (B)(6) 2021 at 11:06am. No changes were made to the patient's treatment plan. The patient was discharged from the hospital and was now in an outpatient setting with no further low flow alarms. No interventions had been performed.